Event description:
It was reported that the customer had high blood glucose levels over 500 mg/dl. The high blood glucose levels were treated with syringes. It was stated that insulin is "squirting out" during the manual prime process. The motor also slowed down and numbers ramped up on the screen. Changing the infusion set resolved the issue. The infusion sets and reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).